Event description:
Initial report received from the surgeon on (B)(6) 2010 was an inquiry asking if an intraocular lens(iol) was implanted anterior side to the posterior could it cause a myopic shift of -2.0 diopters. It was later learned that the iol was explanted by the surgeon on (B)(6) 2010 without complication and sent to an independent laboratory for analysis. Patient's visual acuity at the time of explant was 6/9 with minimal ghosting.

Manufacturer narrative:
The intraocular lens (iol) associated with this report was sent by the physician to an independent laboratory for analysis, results are unknown at this time. In follow-up with the surgeon, it was learned the patient had a myopic shift of 2.0 diopters and was reporting ghosting of images. The anterior chamber depth of the patient's eye was reduced compared to the other implanted eye. All information available is included in this report. Iol not returned to the manufacturer.

Manufacturer narrative:
The intraocular lens was not received by the manufacturer for analysis. Several attempts were made to obtain the test results from the surgeon without success. The manufacturing documentation shows that the production order was manufactured according to specifications. A review of the post market surveillance database shows no other reports received for lenses manufactured in this lot. A root cause for this event could not be determined. All information available is contained in this report.